Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a co2 rebreathing risk alarm. The customer stated that, during a routine inspection, the maintenance personnel discovered that the equipment was alarming for co2 rebreathing risk. It was determined that the air-oxygen module was the cause of the fault. Due to this, the device was taken out of service and an external repair request was made. As of a good faith effort (gfe) response received on 29jul2025, it was stated that the device had not yet been repaired. In a gfe response from the authorized service provider (asp), it was stated that service had been completed on the device. The hospital equipment department replaced the gas delivery system (gds) to resolve the issue. The asp confirmed that the device returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that, during a routine inspection, the maintenance personnel discovered that the equipment was alarming for co2 rebreathing risk. It was determined that the air-oxygen module was the cause of the fault. Due to this, the device was taken out of service and an external repair request was made. As of a good faith effort (gfe) response received, it was stated that the device had not yet been repaired. This investigation is ongoing.